Manufacturer narrative:
(B)(4): information unavailable. The device was not returned.

Manufacturer narrative:
(B)(4) = foldline leak. The band/balloon with 33 cm of catheter was returned for analysis. Upon visual inspection four foldlines were present on the balloon. A leak test was performed on the balloon with an unsuccessful result; leak was found at a foldline. The product's instructions for use (IFU) were reviewed with respect to balloon leakage and it is noted that band leakage is a recognized event associated with gastric banding, it was also noted that leakage can occur following poor handling of the balloon during surgery, or as a result of filling it with the wrong type of filling solution or general deterioration of the balloon over time. A review of certificate of conformance (coc) was performed, and no discrepancies were recorded during the manufacturing process. It is therefore considered unlikely that a manufacturing issue contributed to the reported event.

Event description:
It was reported that post implant a (B)(4) adjustable gastric band, a balloon leak was observed by the surgeon during band replacement. The initial fitting of the gastric band was made without incident. The patient was seen every two months by the surgeon for medical examinations. The patient experienced weight gain from (B)(6) 2011. The band was replaced on (B)(6), 2011. The patient is doing well.